Event description:
Anaphylactic reaction [anaphylactic reaction]. Allergic reaction [allergic reaction]. Case description: this case was reported by a consumer and described the occurrence of anaphylactic reaction in a male pt who received breathe right nasal strips (breath right nasal strips extra) nasal strip for an unk indication. On an unk date, the pt started breath right nasal strips extra. On an unk date, 7 days after starting breath right nasal strips extra, the pt experienced anaphylactic reaction (serious criteria gsk medically significant) and allergic reaction. The action taken with breathe right nasal strips extra was unk. On an unk date, the outcome of the anaphylactic reaction and allergic reaction were unk. It was unk if the reporter considered the anaphylactic reaction and allergic reaction to be related to breathe right nasal strips extra. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: on (B)(6) 2015, the consumer reported "I had an anaphylactic reaction after using the breathe right extra nasal strips for a week, which would be typical for an allergic reaction."